Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with noise in both the atrial and ventricular leads. Patient complained of jumping in her chest and electric stimulation around the pacemaker site. During procedure, clavicular crush was noted on both leads. The leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-22070.

Manufacturer narrative:
An external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can was noted at 13.5cm ¿ 13.7cm from the connector pin. This is consistent with the observation from the field of noise and stimulation.